Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, the user experienced flushing difficulty of the delivery system due to saline leak from the hemostatic valve. He turned the valve rotator to 'close' and flushed several times, but saline would not come out of the port. He replaced it with a back-up (tfb-26-74-zt / (B)(4)) and could flush the replacement to use with no problem. There were no reported consequences to the patient as a result of this malfunction.